Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: e1 initial reporter address line 1: (B)(6) hospital.

Event description:
It was reported that during the procedure at the time when the final implant was being finished, it happens that the handle of the impactor of the cups broke, for this novelty there was no discomfort on the part of the specialist since it was possible to finish impacting the definitive implant without any difficulty, thus achieving successful surgery, without affecting the patient and without alterations in surgical times.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " during the procedure at the time when the final implant was being finished, it happens that the handle of the impactor of the cups broke, for this novelty there was no discomfort on the part of the specialist since it was possible to finish impacting the definitive implant without any difficulty, thus achieving successful surgery, without affecting the patient and without alterations in surgical times. At the end of the report is left in the case report and this medium in order to inform what happened, the impactor who presented the novelty in the mango, it is marked with red tape and is left inside the equipment for easy identification and change when the devices return to j&j facilities (photographic records are annexed)." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment ¿source file - reporte de calidad hospital universitario hernando moncaleano perdomo - neiva 557003 of 996542¿. The photo investigation revealed that '221750041, pinn straight cup impactor had broken cap. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the complained device issue. Based on the investigation findings, potential cause will be pinn straight cup impactor, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). Date of manufacture: 04/08/2023. Any anomalies or deviations identified in DHR: none. Expiry date: n/a. IFU-0902-00-836. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified during manufacturing.